Manufacturer narrative:
(B)(4) - the device was returned and evaluated as of 07/22/2015. The subsequent evaluation of that device confirmed the complaint with respect to the alleged issue that the alarm on the device was not working. The underlying cause of this issue was determined to be a defective/broken power switch.

Event description:
Dealer is stating that he went to go start the unit and the alarm does not work on it.

Event description:
Dealer is stating that he went to go start the unit and the alarm does not work on it.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.